Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a clamp open on an unused supply line during therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted global technical service (gts) regarding assistance with a system error (se) 2240 on the home choice (hc) during dwell 2. The baxter technical service representative (tsr) explained the alarm to the home patient (hp). The hp stated they left an unused line clamp open during therapy. The tsr assisted the hp with ending therapy and informed them that new supplies are needed. The tsr advised the hp to inform their nurse of the alarm and for further medical instructions. Proper procedures per the user manual were reviewed with the hp. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.